Manufacturer narrative:
The subject device was returned for evaluation. The coating of the cable came off, and the one of the core lines was snapped. When the breaking point of the core line touched the shielding line without stepping the output pedal of the subject device, the subject device switched to the maximum power state. The manufacturing records for this serial number indicated no abnormalities related to the reported phenomenon. Based upon the evaluation result, it was supposed that the subject device was switched to the maximum output state since the cable condition at that time allowed the breaking point of the core line to touch a shielding line of the subject device. Also there is the possibility that the core line broke due to an excessive force applied.

Event description:
The subject device is the foot switch that turns on/off the output of the sonosurg-g2 set. Though the user didn't step on the output pedal of the subject device during the use of sonosurg-g2, ultrasonic output was activated in the patient's abdominal cavity the activation continued until sonosurg-g2 was turned off . After that the same event re-occurred. The user replaced the subject device, and the procedure was completed.

Manufacturer narrative:
"The user replaced the subject device, and the procedure was completed" shown of the initial report is corrected to "the user didn't replace the subject device, and the procedure was completed" due to a written error.